Manufacturer narrative:
(B)(4). Jaw/cam interface disengaged. Eval summary: the analysis results for the el5ml instrument found that it was returned with the jaws disengaged from the cam, therefore not allowing it from being removed from the 5mm sleeve and causing the jaws to become jammed in the open position. No conclusion could be reached as to what may have caused the found damage. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the mfg process.

Event description:
It was reported that during a lap appy procedure the device jammed. A second device was opened and the procedure was completed with no pt consequence.